Manufacturer narrative:
Batch review performed on 26 february 2018 lot 120521: (B)(4) items manufactured and released on 12 april 2012 . Expiration date: 2017-02-28 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patient had fractured the trochanter. The cause of the fracture is unknown. No report of trauma at this time. The surgeon informed the sales agent on (B)(6) 2018 and the sales agent on the same day informed medacta that the surgeon plans to revise the head and liner on (B)(6) 2018. On (B)(6) 2018 the surgeon revised the head and liner as planned. The surgery was completed successfully. Fracture fixe with cerclages.